Event description:
It was reported that the patient had a rash.

Manufacturer narrative:
Investigation findings: the complaint sample was not returned. The bom for the a131067 was printed along with latex, labeling, npe, msds and coc due to a similar complaint (B)(4). No manufacturing issue was found. No recent material changes have been made to the materials. Raw material number (B)(4) msds/npe/coc/latex added as well as a131067 (same raw materials just a different length to the a131056) reports/labeling and the bom are attached (from (B)(4) also reported by this customer). Correction: none required. Root cause analysis: unable to determine, several factors may cause allergic reactions including patients own sensitivity to prescriptions/chemicals/materials/dyes, (other than latex) as well as heat related rashes. Corrective action and/or systemic correction action taken: no action required, no manufacturing issue found.